Event description:
This is 1 of 2 reports linked to mfg report number 3006697299-2024-00136: a facility reported that a system error message occurred on cusa clarity console (c7000) prior to surgery. It was rebooted, but it could not be used, and another device was used to complete the surgery. Surgical delay was more than 30 minutes. The following day, a company representative visited the facility to check the device, and re-installed the software which resolved the issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The cusa clarity console (c7000) was evaluated: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - the investigation of the unit confirmed the complaint: an integra field service engineer (fse) visited the facility and evaluated the device. The fse was unable to duplicate the reported issue but was able to confirm the system error in the unit's log files. To resolve the issue, the fse re-installed the software, checked the start up with the power off/on, and performed the final functional test. However, the foot pedal voltage was low of orange pedal, so the fse arranged foot pedal replacement. Root cause - the root cause is confirmed as system error and footswitch failure. Corrective and preventative action (CAPA) has been raised to investigate "error code displayed on clarity console" and is pending corrective action, if necessary. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.